Manufacturer narrative:
Analysis of the pump revealed a pump motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft-bearing. Analysis noted residue and wearing on the upper shaft of gear number two. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal lioresal 2000 mcg/ml at 922.5 mcg/day via an implanted pump for an unknown indication. It was reported the event/difficulty occurred on (B)(6) 2019 during normal use. The pump was replaced on (B)(6) 2019 and would be returned. The hospital currently had possession of the pump. It was reported the patient was asymptomatic and refill volumes were within normal limits at the last refill. Then apparently, they started hearing the alarms so her group home contacted the provider. Upon interrogation, they discovered multiple motor stalls starting around discovered multiple motor stalls starting around (B)(6) 2019. The last motor stall on (B)(6) 2019 did not recover per the pump logs. There were no environmental/external/patient factors that could be pin pointed. Diagnostics/troubleshooting included reading the logs and the pump was replaced. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were ¿unable to obtain, not available.¿ the patient¿s weight and medical history were asked and would not be made available (legal/confidential reason). No further complications were reported/anticipated or expected.